Event description:
The reporter stated the haptic tore off in the injector as the aq2010v silicone three piece lens was inserted into the eye. The lens was removed without enlarging the incision and another same model lens was implanted. There was no patient injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient, haptic damaged in delivery system. Evaluation results: visual inspection of the returned lens showed the lens was split in half and a piece of the optic was torn off with a haptic and missing. There was a dark surgical residue on the surface of the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).